Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation, as it remains implanted. Attempts to retrieve additional information are in process. Without additional information, the cause remains indeterminable. If additional information is received, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that approximately one month post implantation of this aortic valve, degeneration leading to severe aortic regurgitation was detected. The patient presented with post-operative fever and atypical mycobacterium was found. As reported, the surgeon sent the ot instruments for inspection and no bacterial infection was found. No other details at this time.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received additional information that approximately two (2) months post implantation of this aortic valve model 2800tfx21mm valve, the patient presented with post operative fever. As per surgeon, the transaortic gradient immediate post-operative was12 mmhg and at presentation was 14 mmhg (by 2d echo) with normal valve leaflets (no aortic regurgitation). Patient blood cultures were sterile. Through follow-up it was learnt that this patient died on pod+59.

Event description:
Wounds were healthy, sternum was stable with no dehiscences so the patient was treated as culture sterile endocarditis. Through follow-up it was learnt that this patient died after hospital presentation due to septicemia.